Event description:
It was reported the patient had a "difficult and long vascular access". The guide was inserted, then the peel-away sheath, and the catheter. "Serum was injected through the catheter but there was absence of reflux." A fluroscopy was performed and the catheter was not visible in the thoracic. The catheter and peel-away sheath were removed. A hole was found in the peel-away sheath and the catheter was coming out through the hole. A new device was obtained and catheter placed in the internal jugular. There was no patient injury. The patient's condition was reported as "fine, the patient was out of the department".

Manufacturer narrative:
Qn#(B)(4). The customer provided two images showing a PICC catheter inserted through a peel-away sheath. Visual analysis revealed that the catheter appears to be protruding from the sheath body. The customer also returned one PICC catheter inserted through a peel-away sheath for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the PICC catheter was protruding from a section of the peel-away sheath. Visual analysis of the sheath revealed that a large section in the middle of one side of the seam line was split prematurely. Despite the damage, this side of the sheath appeared to still be intact towards the distal end proximal ends. Microscopic examination revealed evidence of crimping, which is consistent with damage due to undue force applied during insertion. As no visual defects were observed with the seam of the split section, undue force likely caused or contributed to this event. The defective seam on the sheath was split 25mm-76mm from the orange juncture hub. The sheath body length from the orange tabs to the distal tip measured 4" which is within the specification limits of 3 15/16"-4 1/16" per the catheter peel-away graphic. The peel-away outer diameter in a section that is still intact measured .0725" which is within the specification limits of .0710"-.0810" per the peel-away extrusion graphic. The peel-away inner diameter measured .0610" which is within the specification limits of .0610"-.0660" per the peel-away extrusion graphic. The catheter body total length from the juncture hub to the distal tip measured 20 1/4" which is within the specification limits of 19 13/16"- 20 9/16" per the catheter graphic. The catheter body outer diameter measured .0535" which is within the specification limits of .0530"-.0570" per the catheter extrusion graphic. While gently pinching the split seam, the catheter body was inserted through the entire peel-away sheath. Minor resistance was observed due to a build-up of dried biological material; however, the catheter was eventually able to pass completely through the sheath. Performed per IFU statement, "advance catheter through peel-away sheath". The tabs of the peel-away sheath were separated and pulled apart. Other than the section that had prematurely split, the sheath appeared to tear perfectly along the seam line. Performed per IFU statement, "withdraw peel-away sheath until free from venipuncture site. Grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Precaution: sufficient guide-wire length must remain exposed at hub end of sheath to maintain a firm grip on guide-wire". The report that the peel-away sheath split prematurely was confirmed through complaint investigation. Visual analysis revealed that one side of the seam line had prematurely split in the middle of the extrusion. The seam appeared to still be intact on either side of the split section. Microscopic examination also revealed evidence of crimping which is consistent with undue force applied during insertion. The sheath and the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any manufacturing issues. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the patient had a "difficult and long vascular access". The guide was inserted, then the peel-away sheath, and the catheter. "Serum was injected through the catheter but there was absence of reflux." A fluoroscopy was performed and the catheter was not visible in the thoracic. The catheter and peel-away sheath were removed. A hole was found in the peel-away sheath and the catheter was coming out through the hole. A new device was obtained and catheter placed in the internal jugular. There was no patient injury. The patient's condition was reported as "fine, the patient was out of the department".